Event description:
Procedure: ladg. Gender: ni. Reportedly, after three hours of use, the securing balloon broke. The fragments of the balloon were removed from the cavity. Another device was used. No patient injury reported.